Manufacturer narrative:
The malleable suction instrument was returned to the manufacturer for analysis. Analysis found that the instrument had an electrical failure. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a fess procedure, the site opened a malleable suction to use and it would not track. The site did not have another malleable, so other instruments were used to complete the case. There was no delay to the procedure. There was no reported impact on patient outcome.